Event description:
Cone reamer is reported to have fractured at most distal point while reaming during hip replacement surgery. A small broken portion is suspected to have remained in the surgical site. The surgeon completed the surgical procedure and has no plans to reoperate to locate or remove the portion.

Manufacturer narrative:
H3 - one s-rom cone reamer was submitted to the applied research lab for non-destructive evaluation. The tip of the drill was fractured in several areas with several fracture origins which shared an identical location within the geometry. The fracture surfaces revealed a fatigue failure initiating at the thinnest cross sectional area at the tip of the drill (in between each flute). The component experienced a fatigue failure which initiated at multiple locations. Each location was the smallest cross sectional area. Maind an area of high stress. No material or mfg defects were found on the examined components.